Event description:
A medtronic representative reported that the biopsy guide does not fully tighten. When the screw is tightened the biopsy guide arm still moves. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site for issue resolution. Medtronic investigation of returned suspect device finds that the lower section of the biopsy guide arm will not hold when tightened. The post at this joint shows some wear and grinds when swiveling. The reported event was confirmed to be caused by a mechanical failure mode.